Event description:
It was observed during the device inspection, that the air/water cylinder, air/water tube and probe cover of the gastrointestinal videoscope had foreign material and the objective lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.